Event description:
Boston scientific received information that this right atrial lead displayed high pacing thresholds due to a lead dislodgment. The lead was noted to still be in the atrium, however had pulled back to near the superior vena cava due to lack of slack in the lead. The lead was explanted and replaced. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.